Manufacturer narrative:
Device not returned.

Event description:
It was reported that continuous glucose monitor (cgm) alerts did not enunciate as expected. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.